Event description:
Reportedly during a follow up high ventricular impedance (above 3 kohms) and ventricular pacing failure were confirmed. With the maximum ventricular output, successful ventricular capture was observed. The trend curve of the ventricular lead impedance showed that the impedance started increasing in around late (B)(6) 2017, and reached 3 kohms in around late (B)(6) 2017. Fluctuations of the ventricular impedance were identified. A re-intervention was performed accordingly. During the procedure no connection issue neither irregularity could be confirmed relative to the ventricular lead. Another pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function. Visual inspection revelad absence of tightening mark on the ventricular set-screw and some damage sustained to the atrial set-screw cavity.

Event description:
Reportedly during a follow up high ventricular impedance (above 3 kohms) and ventricular pacing failure were confirmed. With the maximum ventricular output, successful ventricular capture was observed. The trend curve of the ventricular lead impedance showed that the impedance started increasing in around late (B)(6) 2017, and reached 3 kohms in around late (B)(6) 2017. Fluctuations of the ventricular impedance were identified. A re-intervention was performed accordingly. During the procedure no connection issue neither irregularity could be confirmed relative to the ventricular lead. Another pacemaker was implanted.

Event description:
Reportedly during a follow up high ventricular impedance (above 3 kohms) and ventricular pacing failure were confirmed. With the maximum ventricular output, successful ventricular capture was observed. The trend curve of the ventricular lead impedance showed that the impedance started increasing in around late (B)(6) 2017, and reached 3 kohms in around late (B)(6) 2017. Fluctuations of the ventricular impedance were identified. A re-intervention was performed accordingly. During the procedure no connection issue neither irregularity could be confirmed relative to the ventricular lead. Another pacemaker was implanted.